Event description:
The subject had zephyr valves inserted in the left lower lobe during a 2-stage procedure on (B)(6) 2021. On (B)(6) 2024, the subject presented at a hospital (different from the treating center) for hemoptysis. It was estimated that between 200 and 300 ml of blood was expectorated in 24 hours with onset of acute respiratory failure. The patient underwent a bronchoscopy procedure performed by the local physician with embolization. The bleeding resolved. The treating physician reported this event and provided the following observations: in (B)(6) 2023, the treating physician had performed a bronchoscopy and had noticed granulation tissue at the site of the implanted valve. During the bronchoscopy for embolization on (B)(6) 2024, the bronchoscopist did not see the zephyr valves but noted signs of recent bleeding in the left lower lobe. Based on these observations, the treating physician believes the hemoptysis and respiratory failure are related to the zephyr valves.

Manufacturer narrative:
Hemoptysis is an anticipated, potential side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 8.6% of the zephyr valve subjects experienced a hemoptysis event during the treatment period (less than or equal to 45 days). 9.8% of the zephyr valve subjects experienced a hemoptysis event during the longer-term period from 45 days after the study procedure through 12 months post-procedure. None of the hemoptysis events reached the threshold of "massive hemoptysis" per the definition of greater than 200 ml blood loss in less than 24 hours.